Event description:
In breast cancer tumor marker testing (cancer antigen 27.29)original results higher than repeated results. 12 pts total involved. Co identified that 5 lots of tubes were not sufficiently coated with antigen. Testing stopped till resolved. Co has ongoing investigation.